Manufacturer narrative:
Product development investigation was completed. Investigation summary: it was reported that two 2.0mm drill guides would not thread into a 2.0mm locking compression (lcp) 5-hole plate during an initial open reduction internal fixation (orif) surgery of a finger on (B)(6) 2017. The team held the guides in place manually to drill through. An attempt was made to use both guides unsuccessfully. There was a surgical delay of approximately two to three (2-3) minutes. The procedure was completed successfully with the patient in stable condition. Customer quality (cq) engineering investigation: the (2) returned 1.5mm threaded drill guide with depth gauge (part# (B)(4)) are reusable instruments available for use in several systems and used to ensure drill bits are aligned perpendicular to the plate locking holes in order to ensure locking screws lock to the plate thread adequately. A visual inspection under 5x magnification, device history record (DHR) review and drawing review were performed as part of this investigation. Visual inspection: this complaint is confirmed. Both of the returned threaded drill guides with depth gauges show cumulative wear and several dents and discoloration due to heavy usage on the distal male thread form which threads into plates. The dented/worn threads could contribute to the reported this complaint is confirmed. Both of the returned threaded drill guides with depth gauges show cumulative wear and several dents and discoloration due to heavy usage on the distal male thread form which threads into plates. The dented/worn threads could contribute to the reported complaint condition. Unable to determine a definitive root cause. Most likely due to cumulative wear for the returned 5+ year old reusable instruments. The complaint condition was not able to be replicated at cq as the mating plate from the event was not returned to cq. No new malfunctions were identified as a result of the investigation. Unable to determine a definitive root cause. Most likely due to cumulative wear for the returned 5+ year old reusable instruments. The complaint condition was not able to be replicated at cq as the mating plate from the event was not returned to cq. No new malfunctions were identified as a result of the investigation. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient¿s weight is unknown. Implant and explant dates: device is an instrument and is not implanted/explanted. A device history record (DHR) review was performed for part # 323.034, lot # 7556899: manufacturing location: (B)(4), manufacturing date: 09.sep.2011: no non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two 2.0mm drill guides would not thread into a 2.0mm locking compression (lcp) 5-hole plate during an initial open reduction internal fixation (orif) surgery of a finger on (B)(6) 2017. The team held the guides in place manually to drill through. An attempt was made to use both guides unsuccessfully. There was a surgical delay of approximately two to three (2-3) minutes. The procedure was completed successfully with the patient in stable condition. No patient harm reported. Concomitant devices: 2.0mm lcp 5-hole plate (part # unknown, lot # unknown, quantity 1). Stryker power drill (part # unknown, lot # unknown, quantity 1). 1.5mm drill bit with laser etch and j-latch connect (part # unknown, lot # unknown, quantity 1). This report is for one (1) 1.5mm threaded drill guide. This is report 1 of 2 for complaint (B)(4).